Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
On (B)(6) 2015 information was received from a consumer and representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 621 mcg/day via an implanted pump system. A motor stall occurred a few times and recovered. The elective replacement indicator (eri) was 4 months. The pump was replaced, and the issue resolved. The patient was alive with no injury. Additional information was requested to determine what other medications were taken at the time of the event, pertinent medical history, when the motor stalls first began, what symptoms the patient experienced, what caused the motor stall, how the patient was doing, and if they were receiving effective therapy following the replacement.